Manufacturer narrative:
Device is not available for evaluation.

Event description:
This event involved two (2) transfusion sets vl tr 00. This report corresponds to MFR report #: 9681819-2016-00011 / uf / importer report #: 3004548776-2016-00011. On (B)(4) 2014 it was reported that two (2) transfusion sets vl tr 00 (batch numbers 32122283 and 32263193, item numbers m46442800) leaked blood at the blue safety clamp within the anti free flow device . Photographs confirmed the leakage of blood visible outside of the clamp. No patient information was provided by the reporter. The complaint device was not available for investigation. The following investigation activities were performed. A free flow and tightness test was performed on one retained sample of each of the batches 32122283 and 32263193 and could not find any non-conformity. The investigation of our production documents did not show any deviation related to the complaint reason. Also, complaint records do not display any other failures of this nature for either batch. Complaint investigators discussed this error pattern with our production unit who indicated that this failure was likely caused by inattention of the worker during hand assembling process. Additionally, the probable cause of the leakage is the gluing connection between the tube and the pump segment. But unfortunately without the affected sample a more detailed analysis and root cause of this failure could not be clearly determined. In conclusion, occurences of this failure will be continually monitored.